Event description:
Dr reported fracture of implant abutment screw.

Manufacturer narrative:
Visual inspection confirmed that the implant abutment threads were fractured. No lot or order number provided therefore unable to verify if there was any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.